Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the package was not sealed completely and a foreign matter like dust was found inside the package after the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.